Event description:
Complainant alleged that during a routine shift check. The device inappropriately displayed a "defib pad short" message, with a set of multi-function electrodes attached. Complainant indicated that there was no patient involvement in the reported malfunction.